Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v322621, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-56, lot#: v285244, implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported there was an impedance issue. The manufacturer representative (rep) was unable to program using the evolve workflow due to the entire epidural lead having impedance issues. There were no issues with impedances at the time of implant. The rep was able to program using the peripheral leads. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the impedance issue was not determined. They stated that the patient is getting adequate therapy, however, the impedance issue had not been resolved as of (B)(6) 2018. No further complications were reported or anticipated.